Manufacturer narrative:
The incubator assembly was returned to tosoh instrument service center for investigation. Functional testing could not replicate the reported failure. The most probable cause of the reported event is unknown, could not duplicate problem.

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse was able to confirm the complaint by reviewing the error log. The error was reproduced by running a maintenance incubator table movement and getting error 4407. The reported issue was resolved by replacing the faulty main incubator that was binding during rotation. The fse verified the incubator temperature at 37.0-degree c. The instrument was validated by running quality control (qc), the results passed and were within published ranges. The instrument software was upgraded to version 2.09. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 10dec2018 through aware date (B)(6) 2020. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under a4. Appendix 4: error messages states the following: 4407 incubator rotation motor overrun to positioning sensor cause : the positioning sensor activated improperly during rotating of the incubator. New measurement will not start. The measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The probable cause of the reported event has not been determined and is pending part evaluation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported error 4407 incubator rotation motor overrun to positioning sensor on the aia-2000 instrument. The customer performed an all set home and continued to run samples; the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.